Manufacturer narrative:
As reported in the legal brief, an unspecified period of time after a trapese filter was implanted, the patient had two new episodes of deep vein thrombosis reportedly due to the hypercoagulable state caused by the indwelling ivc filter.  As a direct result of these malfunctions, the patient has reportedly suffered life-threatening injuries and damages requiring extensive medical care and treatment.  The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated.  The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Dvt does not represent a device malfunction. The reported dvt could not be confirmed without films for review. Factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, (B)(6) vs. Cordis, an unspecified period of time after a trapese filter was implanted, the patient had two new episodes of deep vein thrombosis reportedly due to the hypercoagulable state caused by the indwelling ivc filter.  As a direct result of these malfunctions, the patient has reportedly suffered life-threatening injuries and damages requiring extensive medical care and treatment.

Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis, pulmonary emboli, flank pain, renal cyst, difficulty breathing, abdominal pain, frequent urination, renal cysts, sigmoid diverticulosis, anemia, hypertension, hyperlipidemia, gastroesophageal reflux disease and osteoarthritis. The filter was deployed at the top of the l2 level. A subsequent scan revealed that the orientation of the filter was appropriate. According to the patient profile form (ppf) the patient experienced blood clots, clotting and or occlusion of the inferior vena cava. Additionally, the patient experienced pain in their side and legs. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of deep vein thrombosis, pulmonary emboli, flank pain, renal cyst, difficulty breathing, abdominal pain, frequent urination, renal cysts, sigmoid diverticulosis, anemia, hypertension, hyperlipidemia, gastroesophageal reflux disease and osteoarthritis. The filter was deployed at the top of the l2 level. Due to the indwelling ivc filter, the patient had two new episodes of deep vein thrombosis secondary to a hypercoagulable state. A subsequent scan revealed that the orientation of the filter was appropriate. According to the patient profile form (ppf) the patient experienced blood clots, clotting and or occlusion of the inferior vena cava. Additionally, the patient experienced pain in their side and legs. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, dvt (deep vein thrombosis) and thrombosis within the filter do not represent a device malfunction. Pain does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.